Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 77 to 99 mg/dl. Comparing results to other undisclosed meter and getting lower readings. Back to back blood test performed during call after meal ((B)(6) 2013; 10:06 am) with results of 139 mg/dl and 137 mg/dl. Test strip lot MFR's expiration date is 03/31/2015. Recall test results performed fasting from meter memory: (B)(6), 8:00 am, 589 mg/dl; (B)(6), 7:47 am, 91 mg/dl; (B)(6), 8:04 am, 51 mg/dl; (B)(6), 6:54 am, 72 mg/dl; (B)(6), 11:25 am, 85 mg/dl. Based on the customers expected results (99) and the lowest result from memory (51). The complaint is reportable. (Zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification, ((B)(6) 2013). Most likely underlying root cause of malfunction: user had an inaccurate reference.